Event description:
A suspected infection was reported. It was noted that the pump was found with too much drug remaining, and also too little drug remaining, upon past refill sessions. It was noted upon the last/current refill session that the drug was cloudy. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).